Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007809 have already been previously tested in the complaint (B)(4) on (B)(6) 2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Pdf attached in this record. Device history record (DHR) review: packaging: the lot 6009156 was manufactured according to the work instruction (wi) version 79, in the multivac m12, on 26/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Assembly: the lot 4f03183 was assembled according to wi version 27 on-line inspection for assembly of quick set on 26 jun 2024, with a total of (B)(4) units. The lot 4f03184 was assembled according to wi version 27 on-line inspection for assembly of quick set on 26 jun 2024, with a total of (B)(4) units. Gluing tubing: the lot 4f03165 was assembled according to wi version 42 on-line inspection for automatic gluing of quick set on 23 jun 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/jul/2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advanced, malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007809, and no other complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, harm and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2025 and was treated with intravenous drip. The blood glucose level was over 400mg/dl at the time of event and was caused by the occlusion alarm.patient was found positive for high ketones level. The ketones level was 2.6 mg/dl at the time of the event.the duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.